Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20mar2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was not detecting the correct facemask. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 29 may2019. MFR received date 16 apr 2019. Information was received that the service engineer (se) inspected the device and found the navigation ring/front bezel was faulty and was causing screen glitch. The se replaced the front bezel and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.